Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a colonoscopy the colonovideoscope was damaged in the proximal sheath during the examination. The severed sheath was blunt and may have injured the patient's sigmoid mucosa. Although the procedure was interrupted there was no report of a significant/critical delay in diagnosis or treatment, there were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a third-party repair found at the connection area. The event can be detected and prevented by the handling device in accordance with the following sections of instructions for use: IFU (operation manual) instructs the inspection prior to use in 3.2 inspection of the endoscope. IFU (operation manual) states on third-party repair as follows: prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.